Manufacturer narrative:
The field service center replaced the solenoid manifold to correct the reported problem.

Event description:
It was reported that the ventilator was turning on and off with an audible alarm while connected to a patient. The patient was placed on another ventilator with no patient harm reported.